Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
The patient reported having trouble walking uphill since having the device adjusted. It was noted that the physician had indicated that the device was functioning normally. The device remains in use. No patient complications have been reported as a result of this event. The patient further reported feeling weaker and not being able to walk up hill without stopping to breath. The patient's medication was changed and reportedly had swollen legs. The device exertion response was reprogrammed.